Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred after getting the pump wet in the rain. Customer's blood glucose level was not impacted. Customer was able to clear the alarm and resume insulin delivery.